Event description:
Not getting the correct insulin dose when using an autocover needle [incorrect dose administered by device]. Considerable drop in blood glucose [blood glucose decreased]. Case description: this serious spontaneous case from the (B)(6) was reported by a pharmacist via the (B)(4) as "not getting the correct insulin dose when using an autocover needle" and "considerable drop in blood glucose" both with an unspecified onset date, and concerned a patient (age and gender: not reported) who used novofine 8mm (30g) autocover (needle) from unknown start date as device therapy. Patient's weight, height and body mass index were not reported. Medical history is not provided. It was reported that the patient was not getting the correct insulin dose when the patient was using novofine 8mm (30g) autocover needle. The patient had been steadily increasing the dose and when the needles were changed, it resulted in a considerable drop in the patient's blood glucose. The onset date of the events were not reported. Action taken to novofine 8mm (30g) autocover (needle) was not reported. The overall outcome was reported as unknown. No further information was available at the time of reporting.

Manufacturer narrative:
Investigation results: novofine autocover 30g - batch unknown. No investigation was possible, because neither sample nor batch number was available. This case has been linked with a case with (B)(4) (same reporter, different patient (patient 2). This case was re-classified from non-serious to serious on 13-may-2015 by (B)(4) with seriousness criteria as medically significant. Final comment from the manufacturer: 18-may-2015: as none of the needles has been returned to novo nordisk a/s for investigation, and very limited information regarding the handling of the suspected needles was available, it is not possible to identify a clear root-cause for the experienced event and thus find similar cases as (B)(4). However, a search on similar medical events (serious hypoglycaemic events) was performed for he novofine autocover needle covering the period q1 2014 through q1 2015: q1/q3/q4 2014: serious hypoglycaemic events world wide: 0. Reporting rate in events/mill. Sold needles world wide: 0.0. Serious hypoglycaemic events (B)(4): 0. Reporting rate in events/mill. Sold needles (B)(4): 0.0. Q2 2014: serious hypoglycaemic events world wide: 0. Reporting rate in events/mill. Sold needles world wide: (B)(4). Serious hypoglycaemic events (B)(4): 0. Reporting rate in events/mill. Sold needles (B)(4) 0.0. Q1 2015: serious hypoglycaemic events world wide: 0. Reporting rate in events/mill. Sold needles world wide: 0.0. Serious hypoglycaemic events (B)(4): 0. Reporting rate in events/mill. Sold needles (B)(4) 0.0. Novofine autocover 30g - batch unknown. No investigation was possible, because neither sample nor batch number was available.